Event description:
It was reported that during central processing procedure, the monopolar curved scissors (mcs) instrument was found to have scratches and cracks on blades. The customer reported event had no report of patient injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis (fa) team. The insert was found to have one of the blades broken. The blade broke at roughly the tip. A piece approximately 0.0295" x 0.0075" was found to be broken off. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects.